Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would load a new cartridge and the pump would state that a "new cartridge needs to be used". Reportedly, this occurred with multiple cartridges. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.